Event description:
A malfunctioning pump was reported by the customer. There was no adverse impact to the customer¿s blood glucose level. Technical support received the report via email and has attempted to contact the customer by phone, leaving a voice message and planning to continue follow-up actions.